Manufacturer narrative:
(B)(6).

Event description:
It was reported the device failed operational check. There was no patient involvement.

Manufacturer narrative:
It was reported the device failed operational check. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the nbp calibration, which the calibration was performed and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.